Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A u.s. Distributor returned a charger/modem indicating that the charger/modem would not power on.